Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The power supply was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the monitor on the 7700 system would not display an image. No pt injury was reported.